Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: ust400. :14421-aw rev h 01/2016. Checking your blood glucose 7 / page 96. Living with diabetes 9 / page 119. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
The patient¿s mother reported her son¿s blood glucose history is as follows: time: bg (mg/dl): :11/09/2016. 12:57 am. ¿high¿ (> 500). 09:45 am. ¿high¿. She took him to the hospital where they diagnosed him with diabetic ketoacidosis but per mother it could have be a cold or flu or even a stomach virus. They placed him on an insulin drip. He stayed in the hospital and was released on (B)(4) 2016 with bg reading of 372 mg/dl.